Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database identified no previous incidents reported for single leaflet device attachment (incomplete coaptation) from this lot. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated there was no evidence of leaflet flail, restriction, prolapse, thick/thin leaflets. There were no reported issues with visualization during the procedure and the clip was implanted without issue. Furthermore, it was reported that leaflet assessment was able to be confirmed with no issues. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. It was further reported that during the follow up transesophageal echocardiogram, the mitral regurgitation (mr) was observed to increase back to the pre-procedure grade of 3-4. In this case, the observed increase in mr was likely a cascading effect due to the reported slda of the implanted clip. The patient effect of worsening is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch filed, additional information received: on (B)(6) 2015, echocardiogram showed mitral regurgitation was increased to grade 3-4.

Event description:
This is being filed as the implanted clip was found to have detached from the posterior mitral leaflet and remained attached to the anterior and has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2014, a mitraclip procedure was performed. One clip was implanted reducing the functional mitral regurgitation grade from 3-4 to 1-2. On (B)(6) 2015, during a follow-up transesophageal echocardiogram, the clip was found to have detached from the posterior mitral valve leaflet and remained attached to the anterior leaflet. The mr grade was not reported. The patient was stable and was not readmitted to the hospital. Further treatment was to be discussed. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains attached to the anterior mitral leaflet. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.